Event description:
Event description boston scientific received information that no pacing artifacts were observed on the ECG and lead impedance was greater than 2500 ohms. Review of the daily measurments noted that the lead impedance was 750 ohms is unipolar and bipolar configurations yesterday. A chest x-ray did not reveal a lead fracture. The patient was last seen three months ago. The caller stated that they could not leave the patient in unipolar as she was getting muscle/diaphragmatic stimulation.